Event description:
Boston scientific received information that an insignia pacemaker's battery had prematurely depleted. No further information concerning the details of this event is known by the hospital. The status of the device is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.